Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient had a perfect trial period, but has not experienced therapeutic effect after ins implant. Impedances were reportedly good. It was noted the rep would investigate if it was possible to get the patient to feel any therapy sensation and if patient has experienced any other symptoms. Additional information received reported that other diagnostics performed to investigate the lack of therapy was only impedance values. The patient suddenly received an infection around the battery, the battery was explanted acute. It was reported that the cause of the lack of effect may be due to infection around the battery site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.